Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not vibrate and then alert like it used to when the insulin levels are low. Customer¿s blood glucose level was unknown. Customer also reported that the part of the insulin pump that holds the battery had started cracking and break off and the new batteries lasted for few days. The device will not be returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the a21 error, displacement and self tests. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or audio/beep/vibrate anomalies were noted during testing. The pump had broken battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly was noted.